Manufacturer narrative:
Complaint conclusion: as reported, the white tube of (3) 6/7f mynxgrip vascular closure devices (vcd) did not come out of the system. There was no reported patient injury. A retrograde punction was used. The user has been using mynx for twelve years. Additional information was requested but not provided. The devices were not returned for analysis. A review of the manufacturing documentation associated with lot for all three devices, f2420005, presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "sealant failure to deploy advancer tube" could not be confirmed. Based on the limited information available for review, it is not possible to determine what factors may have contributed the reported issues. Handling factors may have been a contributing factor to the reported failures. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white tube of (3) 6/7f mynxgrip vascular closure devices (vcd) did not come out of the system. There was no reported patient injury. A retrograde punction was used. The user has been using mynx for twelve years. Additional information was requested but not provided. The devices were discarded; therefore, they will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.